Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump rejected new batteries, lost date time settings when changing the battery. Blood glucose level of the customer was unknown. The customer also reported that the part of reservoir compartment was broken off and gone, had to rewind twice or thrice after each battery change and was slower to rewind, received unexplained no delivery alarm and the esc button was less responsive. The insulin pump will not be returned for the analysis.